Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 250 units. Blood glucose was 108 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.